Manufacturer narrative:
20-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads fall off - oral-b [device breakage]. Case narrative: female consumer via phone stated that the oral-b toothbrush heads fell off of the oral-b triumph toothbrush, model 3764 mid-brushing. No injury was reported. 03-sep-2024 case update: the suspect product lot was r54950009. The concomitant product lot was 13153. No injury was reported. 12-sep-2024 case update from information initially received on 03-sep-2024: the concomitant product was oral-b power oral care refills precision clean eb20rx. No injury was reported.

Event description:
Brush heads fall off - oral-b [device breakage] case narrative: female consumer via phone stated that the oral-b toothbrush heads fell off of the oral-b triumph toothbrush, model 3764 mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.